Event description:
A power source alert 07 was reported by the caller regarding their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Various attempts to resolve the issue, such as using different wall adapters and charging cables, were unsuccessful. Tandem technical support decided to replace the pump, and the customer was advised to use mdi as a backup therapy. The customer was instructed on how to place the pump in storage mode and return it with a pre-paid label, all of which they acknowledged and understood.